Event description:
Reporter indicated that pt passed away as a result of sudep (sudden unexplained death in epilepsy). The pt was reportedly found deceased by her housemates. Autopsy was not performed and the device was not explanted prior to burial. The pt was reportedly receiving vns therapy at the time of death. Treating physician indicated that the vns therapy system was not related to the cause of death.